Manufacturer narrative:
Citation: cesario et al. Impact of left ventricular outflow tract calcification on early outcome in patient with bicuspid aortic valve undergoing transcatheter aortic valve implantation with self-expandable and balloon-expandable valve. Am j cardiol. 2025 jul 2:255:24-31. Doi: 10.1016/j.amjcard.2025.06.028. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of left ventricular outflow tract calcification for patients with bicuspid aortic valves undergoing transcatheter aortic valve implantation. The study population included 198 patients who were predominantly male with a mean age of 81.1 years old.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r, evolut pro and evolut pro+ bioprosthetic valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: mean gradients >20 mmhg, moderate to severe paravalvular leak, arrhythmia requiring permanent pacemaker implant, stroke, myocardial infarction, and endocarditis.  No further information was provided pertaining to medtronic products.